Event description:
It was reported that the 6600 system had a broken key and was missing hardware for the brake assembly. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when add'l details become available.